Manufacturer narrative:
The pad-pak DHR for lot no. A2669 was reviewed and showed that this was 1 of 200 pad-paks manufactured in this lot. Each pad-pak was subject to a battery voltage test on the 9th august 2017 with no recorded fails for battery voltage. Upon investigation of the returned pad-pak, the fuse was measured and found to have blown. The fuse may have blown by an accidental shorting of the battery terminals during handling or by a fault with a samaritan pad device. The user was contacted for further information regarding the use of this pad-pak and they informed that this pad-pak was installed in a sam pad device, however, a subsequent pad-pak were used with this device with no apparent fault. This would suggest the fault is most likely due to a handling issue. The pad-pak will be scrapped and replaced.

Event description:
There was no patient involved. When new pad-pak was fitted to the pad it did not switch on the device. When the voltage was checked it read 0 volts.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. When new pad-pak was fitted to the pad it did not switch on the device. When the voltage was checked it read 0 volts.